Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other hi-torque versacore guide wire referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that two versacore guide wires were used in the patient. After removal from the anatomy the versacore guide wires were found separated in two pieces. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned. The reported separation was not confirmed as the device was returned bent and not separated. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.